Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false tachycardia episodes due to oversensing noise. It was further reported that the icm exhibited undersensing on pause and bradycardia episodes. It was noted that the icm detected a false atrial fibrillation (af) episode. The icm remains in use. No patient complications have been reported as a result of this event.